Event description:
Thoracentesis performed using pharmaseal thoracentesis/paracentesis tray. Hub broke off syringe lock/introducer.

Event description:
Add'l info rec'd from MFR 2/11/04: the report correlates specifically to the cardinal health product quality report #2003-006203, received from hospital on august 5, 2003. The complaint statement received by facsimile from the customer stated, "thoracentesis performed using pharmaseal thoracentesis/paracentesis tray. Hub broke off syringe lock/introducer." After multiple attempts to contact the customer, info was received regarding the event circumstances indicating that the needle separated from the hub at the end of the procedure. No add'l medical intervention was required. The sample was received in 2003. The evaluation of the sample indicates the cannula pulled out from the luer lock hub due to poor bond strength. Since the production of this lot, the bond joint and hub have been redesigned. These changes should assure the problem that was experienced does not recur. It can be concluded that the event described in the medical device report could be attributed to the device.